Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was returned for failure analysis and the reported no signal on left monitor (scl1) was not confirmed or replicated. In system logs, no data was found to indicate that the fault had occurred in the field. A visual inspection was performed, and no issues were found that are related to the report issue. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10-minute sine cycles, 10 power cycles and sit idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause could not be established based on field analysis investigation of the reported event. However, a root cause could be attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the faulty blue fiber cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported surgeon was on surgeon side console (ssc1) (B)(6) and noticed the right eye to have a dark tint and over time the right eye went black. The surgeon was able to swap to the ssc and was able to complete the procedure as planned. The tse reviewed the system logs, but did not find any errors in the associated logs to report. The tse recommended performing a hard power cycle on the ssc to correct the vision loss. Due to the current or commitments, the or staff was not able to troubleshoot and will perform the recommended hard power cycle when time permits. The procedure was completed as planned with no reported injury.